Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter displayed an 'error 2' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 830pm. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. By 909 pm that same evening, the reporter claims the patient felt a symptom of sweating and was frustrated. The reporter denied the patient received medical treatment. There was no indication of misuse. The cca walked the reporter through a retest to resolve the alleged issue. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.